Event description:
It was reported that the insulin pump had an intermittently responsive keypad and buttons. The customer's blood glucose was 336 mg/dl. The customer stated that the insulin pump would not allow them to change their infusion set. The discontinuation of the device was advised.. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an unresponsive up button due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and a cracked reservoir tube lip.